Event description:
The company was notified on (B)(6) 2015 of an adverse event in which a pt burnt his finger on a liberator 37. The patient's provider believes that this occurred when the pt was pulling the vent valve down on the portable.

Manufacturer narrative:
The unit was evaluated and determined to have a very large- leak at the qdv poppet. Due to this leak, the unit could not hold pressure and was not able to be evaluated further. The alleged incident could not be replicated due to this significant leak. This large leak suggests that routine maintenance on this unit has not been performed by the provider.

Event description:
This is a f/u report describing the results of testing.

Manufacturer narrative:
The unit is currently being evaluated and a follow-up report will be submitted upon obtaining the results of the investigation.